Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved after the universal surgical manipulators (usm) were rebooted and the surgeon adjusted the image orientation, allowing the procedure to continue. The robotics coordinator cleaned the fiber cable with canned air when the issue occurred. No further issues occurred. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, all the universal surgical manipulators (usm) turned orange and were required to be rebooted. After the reboot the system came back up normally except for the image, which was flipped upside down. The surgeon was able to flip it around and proceed with the case. The technical support engineer (tse) reviewed the logs and discovered an error 31089 pointing to router port 2. Router port 2, which was the blue fiber port on the top left, was connected to the node 33 on the console at the time of the fault. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. Ports were placed prior to the issue being identified. The surgeon did not move the instrument while the image was inverted. There was no injury to the patient. The probable root cause of the error is attributed to a communication issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error 31089 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by rebooting the system and ensuring proper cleaning and connection of fiber cables. The probable root cause of the endoscope orientation issue cannot be determined based on the information provided and phone support details. The customer reported the issue was resolved after the surgeon adjusted the endoscope image. The phone support details did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.